Event description:
It was reported the rv lead was explanted and replaced due to progressive rise in threshold. No patient complications were reported as a result of this event. Subsequent information received indicates that the lead was explanted on (B)(6) 2010.

Manufacturer narrative:
Asku